Event description:
Revision surgery has been reported. Patella was found to have relatively minor poly wear. After removal of patella component, osteolytic bone response of patellar bone stock existed.